Event description:
It was reported that the right ventricular (rv) lead had some questionable oversensing. The physician decided to remove and replaced the lead. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.